Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The device was visually inspected. A crack on downstream occlusion (dso) seal was noted. Functional testing was performed. The dso seal was found to be damaged. The dso seal was replaced. The device passed all functional testing after repair. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer was stated that the device had upstream occlusion. There was no reported patient involvement. Evaluation of the returned device identified a crack on the downstream occlusion (dso) seal. This leads to interruption of therapy while in use.